Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be damaged with cracked front and rear housing, and scratched screen. Event log review was performed and found reported problem error code 1870 on (B)(6) 2018, 7:15:00 am and battery depletion error code on (B)(6) 2018, 11:16:00 am. The customer's reported problem regarding "error code 1870 and damaged lens" was confirmed. The motor was activated, and the device went into error 1870 which depleted the battery. Service replaced the motor and circuit board to correct the reported problem. The root cause was attributed to the faulty motor and circuit board.

Event description:
Information was received that this smiths medical cadd legacy pump displayed error code lec 1870. Also reported that the pump had damaged lcd lens. No adverse effects were reported.